Event description:
It was reported to philips that the device gave a pacer equipment malfunction/shock equipment malfunction error message and a charge/shock failure error message. There was no reported patient involvement.